Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. It was noted that the lead could not be completely plugged into the pacemaker. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The reported event was not confirmed. As received, a complete lead was returned in one piece. Lead insertion and removal test in a pacemaker did not find difficulties. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.